Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) was reported to be experiencing suboptimal stimulation, resulting in a worsening of their parkinson's disease symptoms. Functional testing of the device revealed high impedances. Additionally, diagnostic imaging revealed the lead extensions were disconnected. The patient underwent a procedure wherein the dbs lead extensions were replaced. It was noted that the lead extensions were found to be fractured during the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 20972065 UDI: (B)(4).

Manufacturer narrative:
Section b5 describe event or problem, field, d6a implant date, e1 initial reporter, e3 occupation fields were updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 20972065, UDI: (B)(4).

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) was reported to be experiencing suboptimal stimulation, resulting in a worsening of their parkinson's disease symptoms. Functional testing of the device revealed high impedances. Additionally, diagnostic imaging revealed the lead extensions were disconnected. The patient underwent a procedure wherein the dbs lead extensions were replaced. It was noted that the lead extensions were found to be fractured during the revision. Additional information received the physician assessed the cause for the lead extension fracture is unknown. Additional information indicated that the physician was unable to determine the cause of the lead extension fracture however confirmed that all fractured device components were successfully removed.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) was reported to be experiencing suboptimal stimulation, resulting in a worsening of their parkinson's disease symptoms. Functional testing of the device revealed high impedances. Additionally, diagnostic imaging revealed the lead extensions were disconnected. The patient underwent a procedure wherein the dbs lead extensions were replaced. It was noted that the lead extensions were found to be fractured during the revision. Additional information received that the devices were received by the manufacturer boston scientific. Additional information received stated the physician assessed the cause for the lead extension fracture is unknown however confirmed all device fractured pieces were removed. Additional information received confirmed the patient did well post-operatively.

Manufacturer narrative:
Section b5 describe event or problem and section, d6a implant date fields were updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 20972065, UDI: (B)(4).

Manufacturer narrative:
Field b5 describe event or problem and field h6 device codes were updated. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 20972065 UDI: (B)(4).

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) was reported to be experiencing suboptimal stimulation, resulting in a worsening of their parkinson's disease symptoms. Functional testing of the device revealed high impedances. Additionally, diagnostic imaging revealed the lead extensions were disconnected. The patient underwent a procedure wherein the dbs lead extensions were replaced. It was noted that the lead extensions were found to be fractured during the revision. Additional information received that the devices were received by the manufacturer boston scientific.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) was reported to be experiencing suboptimal stimulation, resulting in a worsening of their parkinson's disease symptoms. Functional testing of the device revealed high impedances. Additionally, diagnostic imaging revealed the lead extensions were disconnected. The patient underwent a procedure wherein the dbs lead extensions were replaced. It was noted that the lead extensions were found to be fractured during the revision. Additional information received that the devices were received by the manufacturer boston scientific. Additional information received stated the physician assessed the cause for the lead extension fracture is unknown however confirmed all device fractured pieces were removed. Additional information received confirmed the patient did well post-operatively. Additional information received confirmed the patient experienced worsening of their parkinsons disease tremors and was receiving intravenous antibiotics for a two-day course.

Manufacturer narrative:
The returned deep brain stimulation (dbs) vercise lead extensions were analyzed, and the reported event of lead extension fracture with high impedance and suboptimal stimulation was confirmed. Visual inspection revealed that the dbs lead extension connector is completely separated from the lead extension body. Boston scientific's investigation determined the potential damage occurs when excessive tensile force is exerted onto the lead extension tail and connector section. A labeling review indicated no device anomalies and acknowledged that risks such as lead or extension breakage, hardware malfunction, loose connections, electrical shorts or open circuits, and insulation breaches are known complications associated with dbs systems. Additionally, dbs system is indicated for unilateral or bilateral stimulation of the subthalamic nucleus (stn) or internal globus pallidus (gpi) in patients aged 18 or older with levodopa-responsive parkinsons disease inadequately managed by medication. Based on all available information, engineers concluded that the root cause was caused by a lead extension fracture. Therefore, the most probable cause of the event was traced to component failure. Section b5 describe event or problem and section, d6a implant date fields were updated. Additional suspect medical device components involved and analyzed in the event with same results: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 20972065, UDI: (B)(4).